Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. The patient alleged dry cough, dry eyes, with suspected blocked tear duct and discharge, sinus pain and headaches and intermittent chest tightness/ wheeziness. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. The patient alleged dry cough, dry eyes, with suspected blocked tear duct and discharge, sinus pain and headaches and intermittent chest tightness/ wheeziness. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer and 24 errors were found. The manufacturer concludes that no visible foam degradation was found and could not confirm customer's complaint. The device was scrapped. Section g3 and section h6 type of investigation, investigation findings, investigation conclusions are updated in this follow-up report.